Event description:
It was reported by service report that the led indicator is showing locked when the power load system is not. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the investigation it was confirmed that the power load could still transport the cot in manual mode. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by service report that the led indicator is showing locked when the power load system is not. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.